Event description:
The physician attempted closure of an arteriotomy site with the starclose device following a diagnostic procedure. Reportedly, the device was at a steep 85 degree angle but the clip was deployed successfully. Upon device removal, the physician could not remove it. The counter-traction technique was used and at least 30 lbs of force and the device was removed. Hemostasis was achieved using manual compression.

Manufacturer narrative:
We have identifed a malfunction that has met the criteria for reportabiltity. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)". The device was returned and the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.